Event description:
It was reported by the customer that the dark spot was examined by light microscopy, and by scanning electron microscopy with energy dispersive x-ray spectrometry. It was consistent with the normal black printing on the outside of the syringe and appears to be a stray mark of that material. Verbatim: material: unknown. Batch#: unknown. Doctor noticed there was a visible mark inside of the syringe. The dark spot was examined by light microscopy, and by scanning electron microscopy with energy dispersive x-ray spectrometry. It was consistent with the normal black printing on the outside of the syringe, and appears to be a stray mark of that material.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter two photos of a 1 ml luer lock syringe were received and reviewed. The first image shows a fully assembled, loose syringe connected to a needle, with no visible defects observed. The second image is a close-up of the barrel, highlighting a slight black smear. The images alone are insufficient to confirm the reported condition. A physical sample is required for a more thorough evaluation and root cause determination. The lot number is unknown; therefore, a device history record (DHR) or quality notification (qn) review could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured in trend reports and monitored monthly. Our business team regularly reviews the collected data to identify emerging trends.

Event description:
No additional information was provided.